Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring seal failed to deploy into the aorta. Another seal was used to complete the case and no pt complications were reported.

Manufacturer narrative:
The device has not yet been returned to boston scientific. We will continue to pursue return of the device and a supplemental report will be submitted when the device has been returned and the investigation is complete.